Event description:
It was reported the patient¿s pump was replaced due to end of life (date not provided) and about a week or two following the surgery the patient developed a lot of leg pain and spasticity. The patient went to the emergency room for a kidney infection and at that time a scan was performed of the pump and catheter; the scan showed a problem with the catheter. The reporter had heard from a third party that there was possible ¿crystallization¿. The pump was used to deliver baclofen and morphine.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).